Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced valve 2 and cleaned the sample port. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A discordant advia centaur xp (B)(6) result was obtained on one pt. The result was reported to the healthcare provider (s). The pt sample was not repeated and other clinical diagnostic tests were performed. There were no reports of adverse health consequences or known pt interventions due to the discordant (B)(6) result.